Manufacturer narrative:
Isi received the device involved with the complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci assisted procedure, a broken cable was observed on the permanent cautery spatula instrument. There were no reports of fragments falling into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.